Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the flow rate of the device was high. No patient injury was reported.

Manufacturer narrative:
Additional information received on 23-aug-2022 via email and attached in complaint object: the administering nurse had a small amount of fluid left after the set amount from pharmacy was administered (pump showed set infusion rate / amount complete). Upon confirmation of amount from pharmacy, the remaining fluid was infused. Pump was sent to be evaluated. It failed several flow-rate test and was sent in for a flat rate repair. No patient info is available. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Trimmed the expulsor to bring manufacturing specifications for accuracy. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.